Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: white floating debris observed in the 500 ml normal saline bag after spiking with the dispensing pin. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample without packaging was returned for evaluation. The returned sample included a dispensing pin spiked on a 500ml baxter bag of 0.9% nacl. Upon visual inspection, it was noted that the bag contained the fluid and two small white particulates, measuring about 2 millimeters in size. A picture of the white particle was also attached to the complaint. After visual inspection, the spike was taken off the baxter bag and examined under a microscope. The spike appeared in tact and no visible defects were noted. Visual observation of the particulates revealed that the sample was similar to abs, which is the material the spike is comprised of, but could not be confirmed. To identify the material, the particulate was tested using ftir. However, the testing was inconclusive due to small sample size and contamination of the samples. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. Although the defect of foreign contamination was confirmed in the bag, the exact root cause of the particulate was not able to be determined at this time. The molding and assembly process for this part was investigated and the source of the particulate was not able to be clearly identified. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.